Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the vse was inspected prior to use with no issue identirfied. The vse did not collide with any other instrument or tool during the procedure. It was unknown if a fragment fell inside the patient¿s anatomy. X-ray inspected was performed after the procedure with no issue. The patient did not return to the hospital for any post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer reported that the vessel sealer extend (vse) blade was exposed. The vse was replaced. The procedure was completing as planned with no reported injury. An attempt is in progress to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) involved with this complaint and completed the device evaluation. Failure analysis confirmed but did not replicate the reported complaint. Failure analysis found the primary failure of dislodged blade to be related to the customer reported complaint. The vse instrument was found to have dislodged blade based on log review. Visual inspection showed that the blade was not exposed outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of instrument logs showed one blade exposed failure. The root cause of this failure was typically attributed to mishandling or misuse. Additional observation, which was not reported by site but related to the primary failure, was that the instrument was found to have self-test homing failure based on log review. The vse instrument was placed and driven on an in-house system. The vse instrument passed the self-test homing. The vse instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The vse instrument passed the knife slot test. This failure was a result of the dislodged blade failure of the instrument. The root cause of this failure was typically attributed to mishandling or misuse. The vse instrument was found to have a bent knife cable. Root cause of this failure is attributed to mishandling/misuse. Additional observation, which was not reported by site and not related to the reported complaint, was that the instrument was found to have a dislodged ceramic dot. The ceramic dot was not returned with the instrument. The root cause of this failure was typically attributed to mishandling or misuse. No image or video clip for the reported event was submitted to isi for review. A review of the device logs for the vessel sealer extend (part# 480422-01/ lot/serial# m90210728 - 0064) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on 29-aug-2022 via system serial# sk0624. There were 0 use remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. A review of the procedure log showed that the procedure was performed on the reported event date 29-aug-2022 via system serial# (B)(4). This complaint is considered a reportable event due to the following conclusion: failure analysis found a missing ceramic dot, which could result in a fragment fall inside the patient. The cause was attributed to user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.